Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that there were two blown fuses on the power pcb assembly. Physio then replaced the two blown fuses and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Upon further investigation of the reported issue, physio observed damage to the system pcb assembly, which was replaced as part of troubleshooting to repair the originally reported power failure. The damage observed was the pcb being burned between filters fl207 and fl120. Due to this damage observed, physio replaced the interface pcb assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed interface pcb assembly and observed that a shorted capacitor, designator c13, caused the damage to the system pcb assembly, which then caused the two fuses on the power pcb to blow.